Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open sores under the front te pad. There was no alleged device malfunction contributing to the wound. The patient¿s nurse applied bandages to the area and their medical team decided to temporarily remove device until area healed. Follow up indicated that the wound improved.